Event description:
It was reported that the patient was admitted to the emergency department after collapsing. The device went into end of life (eol) july 2024. Technical services (ts) confirmed that post eol the device would transmission to vvi50 and will maintain pacing at the programmed outputs, however, eventually the device battery capacity will not support that output and pacing out will be subthreshold. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that the patient was admitted to the emergency department after collapsing. The device went into end of life (eol) (B)(6) 2024. Technical services (ts) confirmed that post eol the device would transmission to vvi50 and will maintain pacing at the programmed outputs, however, eventually the device battery capacity will not support that output and pacing outwill be subthreshold. Additional information noted that the patient did not collapse. The device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient was admitted to the emergency department after collapsing. The device went into end of life (eol) (B)(6) 2024. Technical services (ts) confirmed that post eol the device would transmission to vvi50 and will maintain pacing at the programmed outputs, however, eventually the device battery capacity will not support that output and pacing outwill be subthreshold. Additional information noted that the patient did not collapse. It was noted that there was no allegation of premature battery depletion, and the device was explanted and disposed a result. No adverse patient effects were reported.

Event description:
It was reported that the patient was admitted to the emergency department after collapsing. The device went into end of life (eol) july 2024. Technical services (ts) confirmed that post eol the device would transmission to vvi50 and will maintain pacing at the programmed outputs, however, eventually the device battery capacity will not support that output and pacing outwill be subthreshold. Additional information noted that the patient did not collapse. It was noted that there was no allegation of premature battery depletion, and the device was explanted and disposed a result. No adverse patient effects were reported.